Event description:
No harm to patient. During insertion of triple lumen PICC line, green needle that was used to assess the vein was not safely engaged once removed it. It flew off and needle was not safely secured.